Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition and with one clip loaded in the jaw. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic anterior resection procedure the clips misfired. The clips fired at an angle causing them to misform and had to abandon device and open new one. No patient consequences were reported. Procedure was prolonged by five minutes.